Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A nurse reported two pts whose intraocular lenses (iols) were explanted due to a refractive surprise. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first pt.